Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the first brush head from a pack broke in her mouth mid brush, the second brush underneath the top broke off. She popped on a second brush head, and after another few days of use the exact same thing happened again. No injury was reported.